Event description:
Customer reported aviva system blood glucose results of 40 mg/dl at 9:50 am, 68 mg/dl at 9:52 am, 142 mg/dl at 10:01 am, 112 mg/dl at 10:03 am, 412 mg/dl at 10:10 am, 86 mg/dl at 10:10 am, 170 mg/dl at 10:12 am, 96 mg/dl at 10:13 am. Customer reported symptoms for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.